Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery "displayed a low percentage" after the pump had charged for an extended period of time. Customer's blood glucose level was 248 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.